Manufacturer narrative:
The reported product is not expected to be returned due to unspecified reasons. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to readings obtained on a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated with unspecified treatment and subsequently experienced abdominal pain, thirst, diabetic ketoacidosis, and fainted. The customer was hospitalized, where they had contact with a healthcare professional (hcp) who administered an ivse insulin (dose/type unspecified) protocol, a hydration IV, and scoped monitoring of hemodynamic parameters. There was no report of death or permanent impairment associated with this event.